Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed a kink in the distal tip of the shaft, however, is unrelated to the reported air ingress. The sheath was leak tested, and the sheath passed initial leak testing. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Inspection of the flush lumen port found the luer to be filled with blood where the adhesive filet bonds the lumen to the valve hub. The blood was removed, and deionized water was injected into the flush port lumen to evaluate if this flush lumen tear contributed to the reported allegation. The tear in the flush lumen did not leak. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that when preparing the faradrive steerable sheath clear, there were no abnormalities observed with the sheath. During the procedure, the sheath was inserted into the patient and the dilator was taken out of the sheath. The sheath was aspirated, and air continued to come into the hemostatic valve. The devices in the sheath at the time of the event was the dilator and farawave catheter. The sheath had not been connected to the irrigation system, the bubbles were visualized in the flushing line when aspiration occurred, and no air was seen in the patient. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that when preparing the faradrive steerable sheath clear, there were no abnormalities observed with the sheath. During the procedure, the sheath was inserted into the patient and the dilator was taken out of the sheath. The sheath was aspirated, and air continued to come into the hemostatic valve. The devices in the sheath at the time of the event was the dilator and farawave catheter. The sheath had not been connected to the irrigation system, the bubbles were visualized in the flushing line when aspiration occurred, and no air was seen in the patient. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath is expected to return for analysis.